Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 615 mg/dl, nausea, headache, and "lightheaded[ness]"; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Customer still in ER at time of report and declined to provide further information so release date could be not obtained. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.